Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump keypad buttons were difficult to press, had delayed response, and occasionally cancelled boluses. The patient stated that the ok and down arrow buttons had ripped. The patient reportedly wore the pump in a pocket and cleaned the pump with a lens cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the issue of an unresponsive keypad: all buttons responded properly. The keypad was torn over up arrow. It was removed and contamination was found under all contacts. The bolus button was torn and difficult to press. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Unrelated to this complaint, the pump failed leak testing with a battery compartment leak (crack in compartment, moisture seen) and a display lens leak (damaged display lens). Torn keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.